Event description:
Initial reporter called and mentioned that they noticed that the server was frozen and was not reacting to any commands on keyboard and mouse. User also mentioned that there was 1 green light on the server. She then rebooted the server by hitting the white button on the server and tried to restart it. She mentioned that she did this a few times and the server was not coming up. There was no data loss as a result of this malfunction. Mt - 7976, (B) (4).

Manufacturer narrative:
There is no established exp date for this device. Techs went out and evaluated the device in the field on 12/16/2009. Eval summary - the said server was evaluated in the field. After further investigation, it was discovered that the likely cause of the malfunction was defective hardware. Although, there was potential for pt data loss, no data was lost. Further investigation is ongoing via CAPA (B) (4). This is not a single use device.